Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who underwent fusion s pinal therapy for l3-4 stenosis and l4-5 removal of hardware. It was reported that when attempting to remove the set screws, the drivers broke off. No further complications or symptoms were reported. Additional information was received via manufacturer representative that all the reported products were used in same event. No broken fragments were left inside the patient.